Event description:
It was reported that the patient presented in clinic with the device exhibiting far r wave oversensing. Programming changes were made, however far r wave oversensing was still observed. The physician has elected not to make any additional changes and will continued to monitored the patient.